Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the monopolar clinching jaws insert's jaws came apart. The issue occurred during a laparoscopic surgery procedure. The procedure was completed as planned, using another set of instruments. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. . The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the jaw halves of the forceps are deformed due to mechanically induced overloading, and there is a stress tear on one half of the mouth. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the monopolar clinching jaws insert's jaws came apart. The issue occurred during a laparoscopic surgery procedure. The procedure was completed as planned, using another set of instruments. There were no reports of patient harm.